Manufacturer narrative:
Additional information was added to d4: lot # (lot was clarified to be 60235608), d9, h3, h4, h6 and h10. H4: the lot was manufactured from april 08, 2020 ¿ april 09, 2020. H10: four (4) samples were received for evaluation. Unaided visual inspection was performed for all samples which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed for all samples which revealed a leak only in one (1) sample at the spike port bonding area. The reported condition was verified in one (1) sample only; however, not verified in the remaining samples. The cause of the leak could not be determined; however, the most probable cause is due to inadequate or lack of cyclohexanone applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: potential lot # 60235608 or 60235609. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag containing smof lipid was leaking from the unspecified location. The leak was discovered prior to use. There was no patient involvement. No additional information is available.